Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in april 2009 and performed to specification up to the 11th september 2011. Multiple manual power ups of ten minutes duration were observed in the device memory between 13th september 2011 and the last log entry on the 28th december 2014. The pad-pak became depleted and was replaced by a further pad-pak. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.